Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that post pacemaker replacement, the right ventricular (rv) lead bipolar impedance was low and there were no sensed rwaves. It was also reported that the leads were not tested with the analyzer before the new pacemaker was placed and the pocket closed. The rv lead was reprogrammed to unipolar where the impedance values are within the normal range. The rv lead remains in use and increased follow-up frequency was recommended. No patient complications have been reported as a result of this event.